Event description:
It was reported that the device separated inside the patient. An angiojet avx catheter was selected for a thrombectomy procedure. At the commencement of the procedure when the catheter was inside the patient's body, the tip partially separated from the catheter. The wire was also noted to be coming out of the side of the tip. The catheter and tip were then successfully removed completely from the patient without complication. A new device of the same model was used to complete the procedure without further complications. There was no harm to the patient and the patient was fine post procedure.